Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the customer: "the equipment was infusing morphine and the pump was programmed correctly on the display and there was no change in the flow rate, but the medication ran out." According to the adverse event report from ((B)(6) 2025: patient (B)(6) male, 11 months old, weighing 8 kg at the time of the occurrence. The equipment was infusing morphine and the pump was correctly programmed on the display and there was no change in flow, but the medication ran out. The event occurred once and observation of the patient was intensified. The event was classified as non-serious by the client and the patient recovered.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4) premarket submission # k083689, k142596, k191910. Additional information d9 device returned to manufacturer history files inspection: the user did not provide the date of occurrence or the programming that was in use at the time of the adverse event. Therefore, the last programming and infusion found in the history files was investigated. The infusion was performed between (B)(6) 2025. The user programmed the volume of 61.60 ml and the flow rate of 1.00 ml/h. The infusion started at 21:27 on (B)(6) 2025 and finished at 13:02 on (B)(6) 2025. The total infused volume recorded was 8.21 ml. This is the value displayed in the history after the user decided to reset the total infused volume three times. It was reset on (B)(6) 2025, at 5:19 am and then at 4:44 pm and on (B)(6) 2025, at 4:25 am. The user has not used the drug library. Visual inspection: the equipment has a normal used appearance. Functional inspection: two infusions were performed to check the accuracy of the equipment. The first infusion started with a programmed flow rate of 100ml/h, programmed volume of 100ml in 1 hour. The infused volume was 102 ml with an error of +0.2% and the inusion time was 1h00min14 with an error of + 0.4%. The result of the test was approved (administration accuracy ±5%). The second infusion started with a programmed flow rate of 1ml/h, programmed volume of 1 ml in 1 hour. The infused volume was 1ml with an error of 0.0% and the inusion time was 1h00min03 with an error of +0.1%. The result of the test was approved (administration accuracy ±5%). Conclusion: the defect could not be confirmed. In the usage history, no evidence of error in the volume and time of the last recorded infusion was found. The volume amount recorded on the last day of the infusion, which lasted 37h31min, does not correspond to the programmed flow rate and volume because the user reset the infused volume three times during the infusion process. It was the user's decision to stop the infusion before the total programmed volume was infused. The result of the functional test showed that the equipment is infusing correctly and precisely according to the precision established for it. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.